Event description:
It was reported that the home patient (hp) had a high drain alarm while on the homechoice (hc). A high drain alarm message indicates that a patient may have experienced an increased intra-peritoneal volume (iipv). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The root cause of the reported problem cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.